Event description:
2002, patient had decreased sensation and mild periphery ischemia. A wall stent was added at the mid portion of the ilio-graft limb where a kinking was found. Eleven days later, pt was admitted with fever, pulsatile mass in abdomen, and abdominal wound infection. He was treated with antibiotics. Approx 3 months later, pt admitted with abscess; a purulent discharge from right incision site was drained. While draining the fluid, a small opening was detected in the medical aspect of the groin, which was irrigated. Approx 2 months later, admitted for non-healing right groin wound. Patient returned to surgery for assumed type I or iii leak on left side. Two overlapping 28x37 .5mm cuffs were inserted in the left iliac (2 cm overlap of ancure). On the right the anastomosis was intact to cia. The graft was infected and non-incorporated. The wound was packed open. Five days later, left iliac graft well incorporated and non-infected. Right retroperitoneal incision re-opened and the infected graft limb was removed up to the point of well incorporation, across the midline.physicians removed hemotoma near the graft and released bright red blood from a type ii endoleak. Three large lumbars were oversewn. Pt returned to surgery: thrombolectomy, angioplasty, and implant of 28x165 mm graft from infrarenal to left common iliac.

Manufacturer narrative:
Notification of event was rec'd from the law firm as result of a claim. As additional background: 2002, patient implanted with aorto-iliac graft. Physicians performed a left femoral ro right common iliac bypass, exclusion of right iliac aneurysm, angiography of the aorta and extremities and surgical portion of the left common and right iliac vessels. Evidence of type ii leak present at close of surgery. 2004 follow-up showed no leak or occlusion.